Event description:
A physician reported that the system was freezing and stopping during a cataract with iol (intraocular lens) implant procedure. The case was able to be completed with the same system following a 20 min delay. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).